Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had a calibration error on their sensor. The customer's blood glucose level was 50 mg/dl and treated with juice. The customer stated that the sensor's cannula was bent. The customer declined troubleshooting for the low blood glucose and the bent cannula. The device will not be returned for analysis.